Manufacturer narrative:
Follow-up #1: date of submission 2/8/16. Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2016 with the following findings: pump was returned with battery compartment cracks alongside, from top traveling to bumper and from bottom traveling to bumper. Pump casing cracked at the top right corner between display lens and pump seal. Unrelated to the complaint, there is a dim display- letters have a red hue. Bolus button cover is torn but still operable.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015 the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.